Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped. The patients condition was good after the event.